Event description:
The customer reported that the system had no image rotation on monitor 2 and intermittently shut down. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative repaired the pl09 connector and the mon2 coils. The system was tested and found to be working as intended and put back in service.